Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. It is reported that the patient had medical consultations and no medical records have been provided information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug( device #2). An additional emdr was submitted to represent the bard/davol perfix plug(device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #1). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #2). The patient had unspecified injuries, including consultations with medical providers. The patient is only making a claim for an adverse patient outcome against the two (2) perfix plug(device #1 and device#2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. It is reported that the patient had medical consultations and no medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about a month post implant of perfix plug, patient was diagnosed with hernia and pain thereby underwent treatment. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-feb-2012) and event date (15-apr-2013) are considered to be a best estimate. Updated fields: a2, a4, b3 (date of event), b4, b5, b7, d4, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1) and an emdr was submitted to represent the perfix plug (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). The patient had unspecified injuries, including consultations with medical providers. The patient is only making a claim for an adverse patient outcome against the two (2) perfix plug (device #1 and device#2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿there was a large direct hernia sac. An extra-large perfix plug (device #1) and onlay mesh graft were then secured using sutures.¿ (B)(6) 2013 - patient was diagnosed with right direct & indirect inguinal hernias thereby underwent open repair with the implant of two perfix plug (device #2 & #3). Per operative notes, "a large direct hernia sac was identified and reduced into the preperitoneal space. An extra-large perfix plug (device #2) was secured into the inguinal ligament. There was a small indirect hernia, a large perfix plug (device #3) was secured into the transversalis fascia. The onlay patch was then laid on the floor of the canal.¿ ni-ni-2013 to present - patient underwent pain management for severe and chronic pain in the groin. (B)(6) 2013 to (B)(6) 2017 - patient had hernia complications. (B)(6) 2013 to ni-ni-2018 - patient had epidural steroid injection for cervical radicular pain. Attorney alleged that the patient had bowel obstruction, fistulae, infection, mesh migration, mesh shrinkage, pain, hernia recurrence, seroma, inflammation, constipation, irritation, painful sexual relations and emotional injuries.